Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. An 0x14 occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined.

Event description:
It was reported that the pod was leaking while worn on the abdomen for between 1 and 4 hours. When the pod was removed, the patient noticed scarring at the insertion site. The patient's blood glucose rose to 22.7 mmol/l (408.6 mg/dl). As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the scarring. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.